Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(4), on (B)(6) 2021. On (B)(6) 2022 the patient received a heart transplant due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Additional information regarding the event, including product return status, was requested from the account; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system, serial number (B)(4), was not returned for evaluation. Although no specific adverse events or device-related issues were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 lvas instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplantation. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.